Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years to 1 year remaining. Boston scientific technical services (ts) discussed to call clinic for further investigation. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years to 1 year remaining. Boston scientific technical services (ts) discussed to call clinic for further investigation. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.